Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, it was reported that a revision was performed due to a broken insert. Per email communication, the post on the poly failed, and no additional information is available. Therefore, based on the limited information provided, no further assessment is able to be performed. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or excessive forces applied to implant. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tha surgery had been performed, the post of a legion ps high flex xlpe size 7-8 18mm broke. A revision surgery was performed to exchange the insert. The patient outcome is unknown.